Manufacturer narrative:
Submit date: (B)(6) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. Because of fumbling of a patient, the silicone extension separated from the white plastic of the catheter itself. The site started bleeding and there was a hazard for an air aspiration. The patient did not develop an air embolism. It is unclear if the catheter was replaced after removal.